Event description:
It was reported that during a massive transfusion protocol (mtp) for a level 1 trauma patient, a second belmont ri-2 unit was brought in after the first unit was noted to emit a burning smell and smoke. However, the replacement unit exhibited the same issue.

Manufacturer narrative:
The internal complaint file#: (B)(4) has been logged for this incident for traceability. The ri-2 involved in this incident were returned to belmont for evaluation on september 08, 2025. The disposable set involved has not been returned to belmont medical technologies for evaluation. The incident was initially reported to belmont by the user facility on august 18, 2025. According to the report, two units were involved in the case. The first unit (refer report#: 1219702-2025-00054) emitted a burning smell and began smoking, and was replaced with a second unit, which demonstrated the same issue. No patient harm was reported. Based upon the information provided, belmont documented the incident to be non-reportable at that point. Subsequently, belmont was informed on august 27, 2025, that the patient expired, however, the device likely did not contribute to the death as the patient expired due to previously sustained injuries. As per belmont's procedure, a report is being submitted. Belmont contacted the user facility to get additional details on the incident (including what fluids were infused, lot number of disposable set involved, was there an error 102 on the screen, if platelets were given, any other drugs or solutions added into the set/reservoir etc.) And the user facility confirmed that they do not have any additional information available on the incident. Certain infusates such as calcium, and platelets should not be used, as they can compromise the anticoagulants in citrated blood and promote clotting, which can lead to clot formation inside the heat exchanger and block blood flow. If this occurs, the stainless steel rings inside the heat exchanger may become overheated. In case of overheat alarm, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. Other methods can be used to infuse the patient. The cited ri-2 was returned to belmont for investigation and is currently undergoing evaluation. The disposable set was discarded and could not be sent for investigation. All disposable sets are 100% leak tested and visually inspected prior to release. To avoid similar incident in the future and ensure that ri-2 is used as per belmont's specifications, our territory manager is working with the user facility to schedule an on-site training for the device users. Without results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation and on-site training are complete.

Manufacturer narrative:
The device was reviewed by belmont engineering and technical service. The reported issue could not be confirmed after extensive testing at different flow rates and fluid temperatures. Belmont inspected the input and output temperature probes as well as the bobbin assembly, and no faults were identified. The device history of the unit was reviewed, and no similar issues were identified. The disposable set involved was not returned for investigation. The lot number of the disposable set involved was unknown, therefore a thorough investigation into the lot history could not be carried out. All disposable sets are 100% leak tested and visually inspected prior to release. No device malfunction could be verified, and the root cause of the reported issue could not be determined. Additional information was provided that the disposable set was not discarded when changing rapid infusers. The ri-2 operator manual states that the disposable set and blood must be discarded when receiving an overtemperature alarm. A (B)(6) specialist provided re-training to the hospital staff on proper functionality of the rapid infuser. We will continue to monitor these incidents going forward.